Manufacturer narrative:
A siemens customer service engineer was dispatched to the customer site. The cse evaluated the instrument, and found no issues with the analyzer. A siemens headquarter support center (hsc) specialist reviewed the data provided and determined the issue is isolated to this sample. The cause for the discordant, falsely low ca result is unknown.

Event description:
A discordant, falsely low calcium (ca) result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated the same instrument, resulting higher. The sample was then repeated on an alternate dimension vista instrument, resulting higher and matching the original instrument repeat result. The alternate instrument result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ca result.